Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized as pacing fell below sixty. It was also identified that the pacing lead exhibited a lead warning for impedance and over-sensing noise was noted. It was reported that the patient was moving the arm up and lying face down every day and there was a high possibility that damage was accumulated in the lead of the pocket part due to that influence. Reprogramming was completed and both the implantable pulse generator (ipg) and the pacing lead remain in use. No further patient complications have been reported as a result of this event.